Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and broken in the plug strap . Leak test was performed and found opening in the anterior. A microscopic analysis was performed which identify puncture opening in the anterior. The fill test inspection was performed, the result is no blockage. A puncture opening on posterior due to surgical damage like. Additional, changed, and/or corrected data: b5, d6(b), d9, g1, h3, h6.

Event description:
Healthcare professional reported the device has been explanted.